Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the mitral regurgitation (mr) in this incident cannot be determined. The mitral stenosis is a cascading effect of the mitral insufficiency, or the mr in this case. The reported patient effects of mr and mitral stenosis, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and mean pressure gradient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. Two days after the procedure, it was found that the mr increased to 3-4, and the mean pressure gradient also increased. The clip was confirmed to be secure on both leaflets. Another clip was implanted, reducing the mr to 1 and mean pressure gradient to 3mmhg. The patient is clinically stable. No additional information was provided.